Manufacturer narrative:
Philips received a complaint on a philips heartstart mrx defibrillator indicating an ac power adapter issue. There was reportedly no patient involvement. Based on the investigation, it was determined that the issue was related to the ac power adapter, which was resolved by replacing the power cable. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was an ac power adapter issue. There was no patient involvement.